Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, device received with a high sleep current measurement and active current measurement test, problem isolated to the electrical board. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the customer was in emergency room and then transferred in intensive care unit due to high blood glucose on (B)(6) 2019 with blood glucose of 436 mg/dl. The customer was treated with intravenous fluids and insulin drip. The customer¿s family reported that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s family stated that the battery was not previously used. The customer¿s family stated the battery cap was not loose, crack or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. The insulin pump will not be returned for analysis.